Manufacturer narrative:
Event eval: this event is still under investigation. See scanned page.

Event description:
A male underwent endovascular therapy to repair in 2008, to repair a migration of another manufacturer's stent. A renu converter graft was introduced over a 260cm double curve lunderquist wire. The physician stated that there was a significant amount of aortic neck angulation, but that the renu device was able to be delivered to the infrarenal aorta where it was deployed. During the step where the top cap was recaptured (by advancing the grey positioner), the positioner became hung up on the renu device and could not be advanced to dock with the top cap. An attempt (under fluoroscopy) was made to pull the cap into the renu device, but was aborted as the cap engaged a suprarenal stent strut. The positioner was rotated in an effort to allow the bevel on it to slide beyond where it was hung up. This was initially unsuccessful. Eventually, the positioner did negotiate the neck angulation, but resulted in a cephalad displacement of the renu device. This resulted in coverage of the rental arteries. It is not known how much effort was required to advance the positioner. The decision was then made to acutely covert the pt to open repair. The preexisting graft and the renu converter were explanted. However, during the insertion of the surgical graft, the pt expired. Patient expired during conversion to open repair.